Manufacturer narrative:
H6. Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) had "false results." Customer reported that they are having issues with discrepant and false results for patient samples run with the MDR-tb assay. An MDR-tb run was performed on the instrument with qc samples which revealed two suspected false positives, one suspected false negative, and several results were non-reportable. Bd service specialists also analyzed the customer instrument database which revealed potential operational issues with the instrument. A bd field service engineer (fse) was dispatched to the customer site where they performed reader normalization, gantry alignment, and install of software updates. An instrument qualification run was performed and passed. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of device history record for instrument (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and the complaint was confirmed by other means, thus a DHR review would yield no useful information. Service history review was performed for the instrument (B)(6), and no additional work orders were observed for the complaint failure mode reported.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "the customer is also complaining about another false positive result from another patient sample."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "the customer is also complaining about another false positive result from another patient sample."